Manufacturer narrative:
H3-device evaluation: the lens was returned dry in a specimen cup. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 lens, -10.0 diopter into the patient's left (os) eye on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, significant reduction of irido-corneal angles (ica), angle closure, blurred vision, and headaches. The problem is resolved. Reportedly the patient is "seeing well, no headaches, patient reports having slight twitch in this eye no pain." The cause of the event is reported as a patient-related factor.